Event description:
During a percutaneous transluminal angioplasty to a left superficial femoral artery lesion, a pinhole rupture at two atmospheres occurred with the savvy dilatation catheter during the first inflation. Consequently, the dilatation catheter was withdrawn, and another catheter was used to complete the procedure with success and without incident to the pt.

Manufacturer narrative:
It was reported that during an angioplasty of the left superficial femoral artery lesion, a pinhole rupture occurred in the savvy balloon. The vessel had severe calcification, mild tortuosity and lesion was 95% stenosed. The prod was prepped and utilized according to the instructions for use (IFU). The balloon catheter was advanced to the lesion without any reported difficulties. The balloon was inflated with an indeflator; however, the balloon ruptured at two atmospheres during the first inflation. The prod was not available for analysis. However; mfg route sheets were reviewed and results indicated that the prod met quality requirements for prod acceptance. Additionally, the balloon burst pressure test during mfg passed. In conclusion, vessel and lesion characteristics likely contributed to the reported event.